Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began the last week of september (year not specified). The patient reported blood glucose results of "126 mg/dl" with the subject meter and "32 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin through pump therapy (type not specified). It is not known if the patient made changes to her usual diabetes management routine. At the same time as the alleged issue, the patient claims she had difficulty "forming complete sentences." That same morning, the patient reportedly obtained a blood glucose result of "36 mg/dl" with a laboratory device. The patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient obtained blood glucose results of "32 mg/dl and 36 mg/dl" with other devices.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.